Event description:
It was reported that during the implant procedure, the lead helix would not retract. It was noted that when the lead was removed from the patient there was tissue stuck in the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).